Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the adhesive at the distal end peeled off due to external force applied to the distal end. This issue is addressed in the instructions for use (IFU): "ultrasound gastrovideoscope gf-uct180 chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Per the legal manufacturer, the other issues identified in the initial report (probe unit loose, the reported buckling was confirmed, as the insertion tube was found to have multiple buckles, scope failed the leak test; cut on switch button# 1, the bending section cover adhesive as cracked, the labeling on the scope was peeling and the angulations on the scope were below specification) have no potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
The subject scope was returned to the service center. The evaluation found the distal end cover adhesive was found peeling, cracked and the probe unit was loose. The reported buckling was confirmed as the insertion tube was found to have multiple buckles. Additionally, the scope failed the leak test; cut on switch button# 1. The bending section cover adhesive as cracked. The labeling on the scope was peeling and the angulations on the scope were below specification. A review of the scope's repair history shows the scope was last serviced via repair on (B)(6) 2019. The scope was repaired back to standard specifications and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported b40 error cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the customer, that during a diagnostic endobronchial ultrasound bronchoscopy (eus) procedure, the evis exera ii ultrasound gastro-video scope was noted to have buckling. There was no delay. The procedure was completed with no injury or harm to the patient. Additionally, the customer reported there were issues with getting a picture. The scope was inspected prior to use and no abnormalities were observed.